Manufacturer narrative:
The reported gripper actuation issue could not be replicated in a testing environment as the returned condition of the cds (the gripper line was observed broken). Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no other incident reported from this lot. Based on available information, reported gripper actuation was due to the observed gripper line break. A cause for the gripper line break could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however leaflet insertion was doubted therefore the clip was opened. The grippers were raised independently and leaflet insertion verified. The grippers were attempted to be lowered however one gripper did not move. Troubleshooting was performed however the gripper did not lower. The clip was closed and the cds removed. A new clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.